Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damage to the probe could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the pink coating from the probe was found floating. The distal end adhesive was compromised. The ultrasound imaging echo signal was missing, and the scope contact was found dry. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing maintenance on his olympus ultrasonic gastrovideoscope, a deep cut was noted in the probe unit. There was no patient involvement during this event.